Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of a common femoral vein using the pre-close technique via an 8f sheath hole prior to a mitraclip interventional procedure. The sutures of one proglide device were successfully pre-placed. Reportedly, there was difficulty (resistance) during removal of the second proglide device after deployment. The distal sheath portion of the device separated and remained in the vessel. A vascular surgeon performed cut down surgery to remove the separated proglide sheath. The patient had severe bleeding which required an infusion of red blood cells. The mitaclip procedure was performed and hemostasis was achieved with surgical suturing. There was a clinically significant delay in the procedure due to the need for the cut down surgery and blood infusion. No additional information was provided.

Manufacturer narrative:
This is a duplicate event of manufacturing reference number (B)(6) and report reference number 2024168-2023-08464. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatment is related to circumstances of the procedure. A separated sheath is primarily a separation at the guide. Generally, breaks occur here due to the angle of insertion (steep) in reference to the vessel tract, or twisting of the device with the foot open, or an angle change (side to side) with the device in the vessel possible when manipulating the device for removal. In this case, it is possible, the guide cracked or broke during insertion, then separated with deployment inducing the retraction difficulty and entrapment. There is therefore, no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event corrected. H6; removed device code 1528.

Event description:
Subsequent to the previously filed report, it was found that this event was a duplicate of (B)(6) [manufacturing reference number]. Report reference number 2024168-2023-08464. It was reported this was a venotomy closure of a common femoral vein using the pre-close technique via an 8f sheath hole prior to a mitraclip interventional procedure. The sutures of one proglide device were successfully pre-placed. Reportedly, there was difficulty (resistance) during removal of the second proglide device after deployment. The distal sheath portion of the device separated and remained in the vessel. A vascular surgeon performed cut down surgery to remove the separated proglide sheath. The patient had severe bleeding which required an infusion of red blood cells. The mitaclip procedure was performed and hemostasis was achieved with surgical suturing. There was a clinically significant delay in the procedure due to the need for the cut down surgery and blood infusion. No additional information was provided.